Manufacturer narrative:
(B)(4). Log review only, no devices were returned for this investigation. The requested log review to confirm programming has been completed. The review of the associated pc unit event log for the tranexamic infusion indicates that after entering the continuous infusion parameters for the drug, the user attempted to enter a bolus of 100mg/kg which based on the pt's weight of (B)(6) would have equated to 66mls of the drug. The user received a message indicating that the bolus vtbi exceeded the projected continuous vtbi. After attempting to enter the 100mg/kg bolus two more times the user exited out of the tranexamic infusion and programmed a basic infusion to infuse initially at 66ml/hr then reduced it to 50ml/hr. This infusion ran for approx 11 minutes delivering a total of 9.7mls before it was turned off by the user. No other infusions were run on this system on the date of the event ((B)(6) 2012). It was not possible to determine whether any other medication was infusing on another channel as only the logs for tranexamic acid infusion were received. The root cause of the customer's experience was not determined. No malfunction of the device is believed to have occurred during the incident.

Event description:
A pharmacist reported a pt had an unexpected rise in hr and bp during heart surgery while loading dose of tranexamic acid was being given (used to prevent excessive bleeding). Intended loading dose was 100mg/kg (equal to 1ml/kg) to run over 1 hour. The pt's weight was (B)(6). A bag containing the loading dose of 66ml of tranexamic acid 100mg/ml had been sent to the operating room. Reportedly, the user withdrew the fluid into a syringe to infuse via syringe module but may not have been able to draw up the entire 66ml. User tried to program the loading dose under guardrails with their default setting but the device recognized there was not enough in the syringe for the usual dose. The user cancelled out of the programming and programmed the loading dose as a basic infusion to infuse over 1 hour. After about 5 minutes, the pt's heart rate and blood pressure rose significantly. This is not an expected response to this medication, but the user thought there was a likelihood it was related to the loading dose. The infusion was stopped and the lines were cleared. Approx 7mls had infused. The symptoms resolved once the infusion was stopped and the surgery was completed with no lasting effects to the pt. The pt was also receiving lactated ringers and vancomycin infusions. Dopamine, epinephrine and milrinone set up on addition channels that were primed down to a 4 way stopcock but had not been turned on yet. Customer requests confirmation of programming for the tranexamic acid and also see if any of the vasopressive medications had been accidently infused. The IV fluid was sent to the lab to confirm correct concentration. The results of the lab testing have not been provided to carefusion. Only the pc unit and syringe pump module have been sequestered. The customer stated no further pt or event info is available.